Manufacturer narrative:
It is indicted that the device will be sent back to bsc. Should additional information become available, this report will be updated.

Event description:
It was reported during ongoing use, the patient developed an infection. The left ventricle (lv) lead was explanted along with the entire system. It was indicated that upon extraction of the system, the pocket looked clean. The patient was prescribed antibiotics. There has been no replacement scheduled at this time, and it is unknown as to whether the patient will have another system implanted.

Event description:
It was reported during ongoing use, the patient developed an infection. The left ventricle (lv) lead was explanted along with the entire system. It was indicated that upon extraction of the system, the pocket looked clean. The patient was prescribed antibiotics. There has been no replacement scheduled at this time, and it is unknown as to whether the patient will have another system implanted. Additional information: the field rep indicated that the lv lead was disposed of. No further information was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.